Event description:
It was reported that the right ventricular (rv) lead was removed and replaced with a new lead following an ablation procedure. Follow-up was conducted to obtain information on the patient and whether the episode was device related, but the attempts were unsuccessful. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.